Manufacturer narrative:
The customer-reported issue that the bd posiflush 3ml syringe was recognized as a 10ml syringe and could not be appropriately programmed by the syringe module was confirmed by the customer-provided photos located in the body of the email chain of the file ¿¿initial source email (B)(4).msg¿. There are a total of 4 photos which also include the saline flush that was used previously, and the saline flush that is currently used. The last photo provided shows the currently used 3ml saline flush loaded into the syringe module, which is recognized as a bd plastipak 10ml syringe. The attached file ¿(B)(4) email from (B)(6) regarding product return.msg¿ has in the body of the email chain. The photo included is the syringe packaging of the bd posiflush normal saline flush 3ml syringe. The bd sr clinical consultant reports that the customer¿s issue was related to these particular flush syringes overall being sensed incorrectly by all alaris syringe modules. The attached file "attempt #1; (B)(4) req for info evt det pt harm prod disp.msg" indicates that the tip sheet ¿new_bd alaris syringe module-compatible syringes and flow rate ranges (pre filled)¿ was provided and explained to customer that the bd 3ml ns flush syringe is not listed as compatible syringe. With that said, if a non-compatible syringe is loaded: the syringe could be possibly be identified as something ¿close¿ based upon syringe circumference and flanges loaded as well as the force that would be needed to plunger travel. The syringe could retain volume after the infusion has been delivered due to the specs of the syringe not being recognized. Frequently with the pre-filled flush syringes, the ¿chubby¿ (a.k.a. Short) syringes will actually be read as larger syringes due to the barrel circumference (i.e. 5ml syringe reads as a 10 ml syringe) and flow rates are dependent to the size of the syringe. In the customer¿s example, the 3ml ¿chubby¿ is being read as a 10 ml syringe. It was further explained to the customer to correct their issue by replacing the 3ml ¿chubby¿ with the 10 ml posiflush prefilled ns syringe approved for use on the syringe module (306499) and use the 3ml chubby for hand flushing only. The customer was advised to note that there are 2 other syringe sizes listed on the attached tip sheet which are no longer available but still can be utilized in the syringe module if stock is available. If a smaller flow rate was needed (i.e. 01ml/hr and up) to ensure that the flush is able to be delivered at the same rate as the infusion. The various options to achieve this was by the rn drawing up the flush in a compatible syringe, pharmacy draws up the flush in a compatible syringe under the hood, and flush bag at the bed side with closed system to pull flush into a compatible syringe. The compatible syringes (both prefilled and empty) for use in the syringe module have undergone stringent testing/qualification standards in order to be approved for use. In addition, these syringes meet strict performance standards, repeatedly. Accuracy is the most utmost concern when utilizing non-recommended syringes, delivery accuracy cannot be maintained nor guaranteed because they have gone through rigorous testing. As shared, use of a compatible product i.e. Flush provides consistent delivery accuracy that can be proven during testing. When using a non-recommended pre-filled syringes, the specific % of under/ over infusion delivery that occur due to being manufactured by someone other than bd cannot be spoken for. If another manufactured product is being looked at, it is encouraged that the facility conducts its own testing and approval for delivery accuracy if the current product is continued to be used. Not all syringes can be compatible with syringe pumps. They must be compatible with pump mechanics. The vtbi was based on the measured distance from plunger to distance, what the device expects it to be- so if the plunger height moves up or down, the device interprets it as a different distance or vtbi. (B)(4) the attached file "attempt #1; cust resp; pr 310921 req for info evt det pt harm prod disp.msg", the customer responded and was thankful for the information provided. The customer responded with an additional question and wanted to know if the 5ml syringe would be compatible with their pumps and effectively administer the small flush volumes. The customer has not seen them before, so the barrel size was not known. The customer previously used the longer 3ml bd syringe flushes and did not experience any issues. Senior clinical practice consultant responds to the customer's inquiry in the attached file "(B)(4) req for cpc assistance w cpc resp.msg" and advised that although the 5ml prefilled syringe (306504) was listed on the attached pre-filled tipsheet, the syringe has been discontinued in production (just as the other 10ml prefilled 306500). Both syringes remain on the tip sheet for knowledge to those who had previously has/had stock, that it is acceptable and compatible to use in the syringe module. At this time, the only prefilled syringe that is compatible for use in the syringe module is the 10ml posiflush syringe (306449). Additionally, the 5ml syringe has a comparable barrel size as the 10ml syringe. Therefore, extremely low rates that are able to be programmed with the 1 ml (0.01-30 ml/h) and 3 ml syringe (0.01 ml to 100 ml/h). With the 5 ml, the flow rate range is 0.1-150 ml/h and the 10 ml is 0.1-250 ml/h. It was further explained that when the 3ml skinny flush was used, the device read it as a 3ml syringe and allowed a low flow rate to be programmed. If the customer's intent was to deliver a flush with a low flow rate, they would need to consider the following due to bd currently not offering a compatible prefilled flush that could accommodate a low flow rate. Rn draws up flush in compatible syringe con: not exceptionally clean practice. Pharmacy draws up flush in compatible syringe under hood con: pharmacy may not have band with for this. Flush bag at bedside with closed system to pull flush into compatible syringe con: multiple use dosing. Look into another manufactured product to achieve your needs. Use of a non-compatible syringe is off label. The facility should test and approve performance based upon their own requirements to understand how it functions/delivers before utilizing. In the file "(B)(4) cust req for clarification re syringe.msg", the customer expressed gratitude for the information provided. However, they are concerned as the volumes they flush within the nicu are frequently very small amounts (.3-.5 ml/hr) and I want to verify that the larger syringes will be accurate at these rates. The customer had no further questions. The customer returned one non-used/unopened package of 3ml bd syringe lot 8165618 exp 2021-05-31. The returned product was shipped to (B)(6) for investigational purposes on (B)(4). The file ¿(B)(4) investigation summary from (B)(6) (B)(4)¿ concluded that the customer is using a 3ml regular posiflush sp to substitute a 3ml posiflush that is no longer available. The complaints received for this device and the reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. A business team regularly reviews the collected data for identification of emerging trends. A device hsitpry record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This product incident report was forwarded to the customer. Although the customer returned one non-used/unopened package of 3ml bd syringe lot 8165618 exp 2021-05-31. The returned product was shipped to san antonio for investigational purposes on (B)(4). No device or device logs were returned for investigation. No device history or qn search was performed since no source device serial number was reported by the customer. The device involved in this investigation was used for patient treatment. No further investigation of this event is possible at this time. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported that the nicu used to use pre-filled flush 3ml syringes that were appropriately recognized by the device during programming. Recently, the newer bd posiflush normal saline 3ml flush syringes are incorrectly recognized as a 10ml syringe and is unable to be appropriately programmed into the device. The customer later stated that this is occurring with all of their devices and that there have been no adverse effects caused to any patient's from the event.